Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck buttons. The customer's blood glucose level was unknown. They reported that the buttons on the insulin pump were not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with no menu and down arrow button response due to corroded keypad traces. Unable to perform the self test and the displacement test due to no button response.